Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation appears to have led to the component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had black water leaking. The issue occurred during reprocessing. There were no reports of patient involvement.